Manufacturer narrative:
Additional information: software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis was able to confirm the reported event. This issue is tracked through an internal known anomaly database. Issue was resolved upon reboot.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. No additional information provided.

Event description:
Medtronic received information , while in a spinal fusion that the imaging system was connected with a navigation system. The site attempted to connect to a new navigation system instead without restarting. They restarted both systems with network cable unplugged, but once they were back in acquire images the site plugged in the network cable and still couldn¿t connect. The site was unable to connect with the new system. Enabling server selection did not resolve the error. The surgery was completed with the original system. There was no patient impact reported and no delay to surgery.